Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. A definitive root cause cannot be determined with the info provided. The part numbers and lot numbers were unk; therefore, the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.